Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Additional information requested, but was not provided.

Event description:
It was reported that the device did not alarm when expected, failure code 110.6021. Additional information requested, but was not received.

Event description:
It was reported that during preventative maintenance of the device, alarm error code 110.6021 was received. There was no patient involvement.

Manufacturer narrative:
The customer¿s report of the system alarming for error code 110.6021 was confirmed. Physical inspection of the device noted contamination on the keypad flex cable. Corrosion was observed on several traces of the flex cable. No other obvious issues or anomalies were identified. Review of the logs identified the error 110.6021 recorded as error code 110.6020.1 at 2:39pm on (B)(6) 2020 in the error log. Four other instances of this error were also recorded between 4:59am on (B)(6) 2020 and 10:08am on (B)(6) 2020. The error code 110.6021 associated to the failure is described below. The event log showed that prior to the error event on (B)(6) 2020, the system was powered on at 2:39pm. At 2:39pm, during post, the system alarmed for error code 110.6021, recorded as a ¿system malfunction¿ in the log. Seconds later the (s14) system off key was pressed, and the system was powered off. Functional test results identified the reported error 110.6021 during post, seconds after the pcu is turned on due to a keypad failure. The failed keypad is being recognized by the system during post as a result of significant contamination on the keypad flex cable traces. The proximate cause of the customer¿s experience with error code 110.6021 is associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 23sep2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 14aug2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.